Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Upon completion of the index procedure, a type ia endoleak was noted. The physician elected to conclude the procedure and wait until the 2 month follow-up to see if the endoleak has resolved on its own. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the loss of seal was determined to be anatomy related, due to the 45 degree juxtarenal and 62 degree infrarenal aortic angulations. The final patient disposition is unknown, however, there have been no additional patient sequelae reported. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. (B)(4)